Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) will be added to this incident. A femoral angiogram was not performed. The instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. It was reported there was a venous sheath next to the arterial sheath during the closing procedure. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, a cuff miss occurred with two proglide devices. Hemostasis was achieved with manual arterial compression. A femoral angiogram was not performed. A venous sheath was reportedly next to the arterial sheath during the closing procedure. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Although a cuff miss was not confirmed, a link detachment was found that would likely result in a suture retrieval issue, and would appear similar to needle to cuff miss, therefore the reported complaint is confirmed. In additional, analysis of the returned device found the anterior portion of the foot was broken off and not returned with the device. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.